Event description:
During an atrial fibrillation (afib) procedure, it was reported carto was displaying metal interference on patch one. Metal value of patch 1 was 20. It was suggested to the customer to raise the table and check for metal and patch location. The ref patch unit was reseated and the issue remained. It was advised to the customer to switch the senor cables in ref patch unit and now patch 4 is 20. Issue was not resolved. Customer did not have a new ref patch cable available. The case was cancelled. Additional information provided stated the patient was intubated. A transseptal puncture was performed prior to the malfunction. Due to this, this is now a MDR reportable event. The intubation time was prolonged due to the malfunction. The patient did not suffer any consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure, it was reported carto was displaying metal interference on patch one. Metal value of patch 1 was 20. It was suggested to the customer to raise the table and check for metal and patch location. The ref patch unit was reseated and the issue remained. It was advised to the customer to switch the senor cables in ref patch unit and now patch 4 is 20. Issue was not resolved. Customer did not have a new ref patch cable available. The case was cancelled. Additional information provided stated the patient was intubated. A transseptal puncture was performed prior to the malfunction. Due to this, this is now a MDR reportable event. The intubation time was prolonged due to the malfunction. The patient did not suffer any consequences. After unit evaluation it was determined the issue was due to the defective green back patch cable. The issue was resolved after the back patch cable was replaced. Customer¿s complaint was confirmed.